Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch veriovue meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that on (B)(6) 2017, the patient was taken to hospital because of a ¿consciousness disorder.¿ on arrival, the patient¿s blood glucose was measured at ¿87 mg/dl¿ with the subject meter and ¿39 mg/dl¿ on the laboratory device. The tests were performed within an unknown time of each other. It is not known how the patient manages their diabetes or if the patient made any changes to their usual diabetes management routine as a result of the alleged issue. The reporter claimed the patient recovered after being treated with glucose. Troubleshooting was unable to be performed. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.